Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, that channel b mix valve was sticky. Since the event occurred during preventative maintenance, there was no pt involvement.